Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to symptomatic pelvic relaxation. It was reported that the patient underwent repair of tvt on (B)(6) 2005 due to ¿exposed mesh¿ and excision of tvt on (B)(6) 2005 due to ¿tvt in vagina eroding through the vagina¿, due to exposed mesh. It was reported that the patient in 2005 (a specific date was not given) underwent ¿removal of tape¿ due to pain and incontinence. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, vaginal scarring and ¿could not return to normal relations with partner.¿ (B)(4).